Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. As a resolution, the customer changed pump supplies and resumed insulin therapy.